Event description:
It was reported that the patient presented prior to an unrelated surgical procedure. A suspected overcurrent or short detection (sosd) alert was noted in the implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the issue. The patient was in stable condition.